Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
Customer got hospitalized on (B)(6) 2017. The customer had low symptoms such as being delirious and was unconscious for 4 to 5 hours. The customer was found to have low potassium levels, and was wearing the pump at the time of hospitalization.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose in (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer believes that it may have been related to the set recall. The customer stated that their doctor went over the pump and found it to be working properly. The customer did not provide any further information. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer hung up and call back was unsuccessful. The insulin pump will not be returned for analysis.